Event description:
Date of the event is unknown. Customer reported IV tubing cracked in the connection between the y-connector and the straight connector. No patient harm reported and no other event details available. The IV administration set was requested, but not received to date. A follow up report will be filed if product is received in the future.

Manufacturer narrative:
Patient information requested, and all available information is included.